Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the multiple intermittent occlusion alarms occurred. Reportedly, the customer did not change any pump supplies when occlusion alarms occurred. There was no impact to customer's blood glucose level. At the time of the report, the reported issue was not occurring; therefore, troubleshooting with tandem technical support was unable to be performed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was unable to be verified due to a different issue found.